Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image blackout, universal cord unit has a malfunction (component failure of the universal cord). A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure of the outer tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It had been reported that the laparoscope, gynecologic had a broken insertion tube. This issue had occurred during service/maintenance. There were no reports of patient involvement.